Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, during the lens assembly, the distal loop was hooked onto the injector and caused damage. Additional information has been requested.

Manufacturer narrative:
The device and lens were returned inside an opened non-company pouch inside the carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger was fully advanced upon return. No damage was observed to the device. The lens was returned adhered to the interior of the pouch in dried viscoelastic. One haptic distal area has small areas of cracked damage. The lens was returned outside of device. The plunger was fully advanced. The plunger position in relation to the damaged haptic during advancement cannot be determined. The instructions for use (IFU) instructs: after the lens has been advanced to the fill to line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the fill to line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be out of position can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and or pinched and sheared by the moving plunger. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company intra ocular lens (iol) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the fill to line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the fill to line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (greater than 23 degree centigrade / 73 degree fahrenheit). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).